Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patients connection to the liberty select cycler and the patients death due to a drug overdose; however, there was no report the patient initiated or underwent a ccpd treatment on the day he passed. The cause of this patients death can be solely attributed to a drug overdose. It is well-known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, death due to overdose remains a persistent issue globally with the prevalence of prescription opioid abuse and inadequately treated mental illness. Therefore, the liberty select cycler can be excluded as a cause or contributor to this event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients death. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius that this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation this event was related to any deficiency or malfunction of fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patients pdrn reported this patient expired at home due to an overdose of unspecified drugs (not fresenius products). The patient was found deceased at home while connected to the cycler but there was no record the patient underwent a pd treatment on the day they passed. The patients last recorded ccpd treatment on the liberty select cycler. Emergency services were activated, and cardiopulmonary resuscitation was performed in route to the hospital. The patient was pronounced deceased shortly after arriving at the hospital. It was confirmed the patients death due to an overdose was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An internal visual inspection of the cycler found no discrepancies. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.